Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during chemotherapy with nivolumab, the patient fell asleep. The nurse noticed that blood was coming back into the tubing, and that the tubing was detached which caused the chemotherapy to leak onto the patient's clothes and chair. The patient did not receive the treatment and will be required to come back for another treatment. The chemotherapy spill was cleaned in accordance with facility protocol. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility, no samples were returned for evaluation in connection with this incident. However, a picture was provided by the user facility. A visual inspection of the picture showed the IV tubing detached from the spin-lock assembly which caused the set to leak. Therefore, the reported defect was confirmed. Further investigation of the complaint is not possible without a sample or lot number. Without the actual device or lot number, a thorough investigation could not be performed and the exact root cause could not be determined at this time. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.